Event description:
The customer reported the subtraction was not working. A loss of cine, subtraction, road-mapping, or other critical vascular functions could result in delay or termination/rescheduling of an interventional procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray switch cable assembly and hand control button were evaluated and replaced. The system was tested and found to be working as intended and returned to service.